Event description:
It was reported that a spectrum pump indicated that it was not plugged in even though it was plugged in, then powered off. This event occurred in the surgical intensive care unit (sicu) during patient infusion of normal saline, delivered at a tko (to keep open) flow rate, and low dose propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.